Manufacturer narrative:
Additional manufacturer narrative: lot number: UDI (B)(4). Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: the patient called gore and wanted to file a complaint about the gore acuseal vascular graft that was implanted in her left arm on (B)(6) 2016. She reported the graft occluded within 30 days and was declotted on (B)(6) 2016. The graft clotted again and additional surgery was performed in (B)(6) 2016.

Manufacturer narrative:
Additional information: relevant medical history - end-stage renal disease (esrd); obesity; tobacco addiction. Corrected data: date of implant corrected to (B)(6) 2016. Additional manufacturer narrative: the patient's doctor reported the following - patient is esrd on hemodialysis with existing left brachiocephalic avg with poor flow and recurrent distal anastomotic stenosis. New avg placed, again brachiocephalic but distal anastomosis much higher on arm. Brachial artery inflow strong. End to end proximal anastomosis to artery proximal to previous anastomosis. End to end anastomosis on cephalon distal (2-3cm) beyond previous distal anastomosis. Probed prior to anastomosis, found widely patent with brisk bleed back. Initial bruit strong. Post op fu visit, no issues. Unsure of exact dates, but you probably already have. Recurrent thrombosis required right ue avf to be placed. Comorbids are obesity, tobacco addiction, htn. We did not explant as graft was not infected. No relevant labs as I'm not sure there is a relevant lab to a thrombosis graft. She was not hypercoaguable and had no hypercoaguable state. In fact she actually takes asa daily. No devices were used. Her 2 declots were performed with fogerty catheters with no angioplasty needed after. No stenosis noted after thrombectomy.